Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, certificates of analysis, IFU and fmea, the most probable root cause is late recurrence of pain due to ifuse implants that were too short and malpositioned.

Event description:
On (B)(6) 2012, the surgeon performed a right si joint arthrodesis using the ifuse implant system placing three implants. The pt did well for four months, but then had a recurrence of symptoms. A CT scan showed what appeared to be lucencies around the superior implant on both the sacral and the iliac ends of the implant. The second implant was somewhat posterior and did not dock fully into the sacrum and the third implant was positioned dorsally and was also short and not docking fully into the sacrum. A second diagnostic injection provided full relief. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the three previously placed ifuse implants. Osteotomes were needed to remove some of the implants that had significant bony in-growth/on-growth on the iliac end. He then made a second dorsal incision and by using metrx tube dilators, he debrided/ decorticated the joint and placed a mixture of bmp and allograft into the joint and closed the incision. He then placed five implants from lateral to medial across the si joint. All five implants were placed anterior to the previously placed implants. Allograft and a bmp mixture were packed into the holes created by the removal of the implants. No new complications were encountered during this procedure. Per si-bone vp of medical affairs, "medical review of this case shows it to be a case of late recurrence of pain. Review shows the second and third implants to be malpositioned dorsally and to be shorter than ideal. Neither implant was fully seated within the sacrum."